Event description:
It was reported that the implant at tooth 36 (fdi) was removed due to peri-implantitis. Abscess and pain were reported as a result of the event. The site was grafted with allograft together with original implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Initial reporter¿s title first name last name and email address are not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes'. H1: type of report, follow-up number. H3: device evaluated by manufacturer: change ¿no' to 'yes'. DHR review was completed for the subject lot number 63538494. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number 63538494 for similar events and no other complaint was identified.

Event description:
No further event information is available at the time of this report.